Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient faced infusion sets not sticking event on (B)(6) 2026, due to which the patient faced hyperglycemia event. The patient blood glucose level was 400 mg/dl at the time of the event. The issue occured with 10 infusion sets. No further information available.